Event description:
"Check cassette. Set agent" error would not go away and would not deliver agent. Patient was on the table case was already started. Machine check out was completed fine prior to case. The vaporizer was reset, replaced, refilled, nothing would remove the issue. Machine was swapped out in the case with patient in the room. Manual bagging required. Vendor called in to determine rca [root cause analysis].